Manufacturer narrative:
The left master tool manipulator (mtml) was returned to intuitive surgical, inc. (Isi) for evaluation. The reported failure was reproduced during functional testing of the mtml, during which the error 23025 was generated. This complaint is being reported due to a da vinci system non-recoverable fault rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted prostatectomy surgical procedure, after ports had been placed, the system faulted with an error message. The customer attempted to recover the fault and power cycled the system twice however, the error persisted. The surgeon made the decision to abort the procedure. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the left master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc.